Event description:
As reported by the user facility: "patient was receiving gammunex infusion 550cc. The medication was being titrated to infuse at increasing increments. At the time the infusion should have been completed the nurse noted approximately 200cc remaining. The pump was taken to bio med for testing. No harm to patient". Device is not available for evaluation. MFR ref #9610825-2013-00195.